Event description:
The pt was admitted for a procedure in 2008, with a 99%, moderately calcified lesion in a dialysis shunt. It was noted that the vessel was tortuous. The spring of an sv short guidewire became deformed and unraveled after several attempts to cross the lesion. It was noted that the tip was bent and distorted. The guidewire was removed within the sheath and from the patient's body successfully. Other devices were used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.